Event description:
Affiliate reproted that a pt presented with a subcutaneous infection and exposed mesh at an unspecified time following device implant. The attending surgeon stated the the infection originated externally and was not caused by the device. The pt is currently receiving non-surgical treatment in the form of a vacuum bandage. The attending surgeon reports no need for device explant at the time of this report.